Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/17/2015. Device evaluation: the pump has been returned to animas and evaluated on 08/27/2015 with the following findings: one loss of prime warning was observed in the black box on 07/11/2015. The pump was exercised for 24 hours with no prime issues duplicated. The force sensor failed a calibration check. The force sensor was removed and the resistance value was found to be within specifications.